Manufacturer narrative:
A product investigation was completed: the returned devices were examined and the complaint conditions were able to be confirmed in each instance. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. A device history review was performed for the returned instruments¿ lot numbers and no non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. The threaded drill guides are part of the modular mini fragment lcp system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Proper use and maintenance for the device(s) are addressed in technique guide for the modular mini fragment set. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. The returned threaded drill guides were examined upon arrival and the threaded tips were found to show minor signs of wear. The complaint condition was unable to be replicated as a mating component was not returned, however the failure mode is typically associated with worn instrument/implant threads and/or attempted off-axis use of the guide. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 22, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that some devices malfunctioned during a hand fracture case on (B)(6) 2016. There were two threaded drill guide sleeves that would not thread into the plate. There was a two to three (2-3) minute delay due to opening up the drill guide backup set. There were no fragments generated. The surgery was successfully completed. Concomitant devices reported: screwdriver shaft (unknown part number, unknown lot number, quantity 1), plate (unknown part number, unknown lot number, quantity 1). This is report 1 of 2 for (B)(4).